Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling and applicable manufacture records. Based on a review of the information, the following was concluded: the device was returned to the service facility. During the evaluation, the reported issue of grainy image was confirmed. The probe included with the scanner appeared to have cracks in the cabling leading up to the probe, also the cabling at the connector end appeared to be worn. Cue probe appears to be causing the grainy image issue, a known good probe was swapped out and the issue went away. The root cause of the reported issue is a use-related, internal failure in the cue probe. H3 other text : evaluation findings are in section h.11.

Event description:
Per tm - unit is giving a very grainy image.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - unit is giving a very grainy image.